Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in both, pacing impedances, still within normal limits and pacing thresholds with loss of capture. The patient was in the woods with a chainsaw, experienced real ventricular tachycardia for which the pacemaker is not designed to deliver therapy and fell. The device pocket was not looking good. The loss of capture was addressed as well as rhythm iq episodes. The rhythm iq feature was turned off since patient has a complete heart block. The rv lead remains in service at this time. No adverse patient effects were reported.